Event description:
It was reported that patient experienced pain a day after lead implant. The patient underwent a lead explant procedure, was doing well postoperatively and the explanted device was kept by the facility.